Event description:
Reporter noted two cases of endophthalmitis in three weeks. No info received on this pt at this time. Customer is not certain that event was related to system; continued to use system in other cases without incident.